Event description:
Surgeon advised that product has been revised. We have contacted the surgeon today requesting additional details on the revision.

Manufacturer narrative:
This report will be amended when our investigation is complete.